Manufacturer narrative:
Review of manufacturing records was performed. Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled device replacement procedure. The patient was presented back to the ep laboratory in (B)(6) 2011 for device and lead system extraction due to a patient infection. A temporary pacing lead was inserted and the patient was scheduled for device/lead implant in the near future. Following the procedure, the patient's health status deteriorated and the patient died. The cause of death was attributed to infection and other co-morbidities.